Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 08/20/2019. Device evaluation: the lens was received in the original lens case. There are traces of viscoelastics on the lens optic zone indicating, it was prepared for insertion at the surgical site. The lens is damaged as the lens is bent; this could be associated to wrong positioning of the lens in the insert case for return. The observed lens damage is not mentioned as part of the complaint. The lens has a bent and detached haptic adhered to the optic body with viscoelastics. The reported issue was verified. Since the lens was prepared for insertion, it could not be determined the cause of the bent and detached haptic to be related to the manufacturing process, a product quality deficiency could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of birth/age: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When inserting a model za9003 21.0 diopter intraocular lens (iol) into the patient¿s ocular sinister (left eye), the haptic broke. The lens was removed from the eye requiring an incision enlargement. It was reported outcome does not significantly interfere with activities of daily life, and the patient has recovered. There is no further information available.